Event description:
Patient had a bean bag device for positioning in the operating room. The bean bag leaked or had a hole in it which caused the device to fail, causing hyperextension of the patient's neck and requiring re-intubation.